Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, with fill estimate remaining static at 140 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur when measured pressure readings used to calculate remaining insulin varied widely and advised that once actual remaining insulin matched the static displayed amount, fill estimate would begin decreasing normally, which caller understood and acknowledged.